Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused medication to the patient. The expected therapy time was 48 hours; however, the therapy took more than 72 hours to complete. There was no patient injury or medical intervention associated with this event. No additional information is available.